Event description:
It was reported that an asymptomatic presented for normal follow up. Externalized conductors were observed. No electrical anomalies were noted. Lead remains implanted and patient to be monitored.

Manufacturer narrative:
No medwatch form was received.